Event description:
A (B)(6) male patient's wife called in to lifecor customer support to report that the monitor was displaying a service code 102. This indicated that the monitor needed to be replaced. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has not yet been completed. The root cause investigation is still underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the code 102. The patient was provided with a replacement monitor.